Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an orthopedic procedure on (B)(6) 2018, two (2) quick coupling drill bits with depth mark did not drill through the bone. Another drill bit was used to complete the procedure. It is unknown if there was a surgical delay and patient consequence noted. Concomitant device reported: unknown drill (part# unknown, lot# unknown, quantity# 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part number: 310.509 , synthes lot number: u300087 , supplier lot number: n/a , release to warehouse date: 16-feb-2018 , expiration date: n/a , supplier: (B)(4). No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Customer quality investigation: the following investigations were performed: visual appearance not as expected: device condition: visual inspection performed at customer quality (cq) observed slightly worn and dull tip and flute cross-sections. No new issues were identified. The given complaint description agrees with the device condition. Therefore, the complaint condition was confirmed. Dimensional analysis and document/specification review: relevant drawings for the returned instrument were reviewed (time of manufacture to current): top-level. No product design issues or discrepancies were observed. Dimensional analysis was not performed due to post manufacturing worn condition. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. No ncr¿s were generated during production. No definitive root cause was able to be determined. However, any unintended forces encountered by the device during any of its previous usage that is unidentified during processing could have contributed to complaint condition. Conclusion: this complaint is confirmed; however and no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.